Event description:
Overdelivery reported during user facility biomedical engineering preventative maintenance testing. The pump had been removed from pt service due to an unresolved alarm event. While in clinical service there was no reported delivery accuracy issues. There was no additional info available.